Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device failed safety test, (power broken) runs with safety engaged, had low rotation per minute (rpm¿s) and the seal was protruding from swivel was confirmed. An assessment was performed and it was observed that the device had a broken (fractured) foot plate (neuro-tip). It was determined that this condition was due to excessive force being placed on the device during use and/or mishandling by dropping or hitting the device against something causing the neuro-tip to fracture. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during routine servicing and evaluation it was observed that the motor was running with the safety mode engaged and the seal was protruding from the swivel. It was further observed that the device failed pre-test for safety test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.